Manufacturer narrative:
This occurred in (B)(6) 2017. B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tube of a continu-flo solution set near the check valve, leading to a leak of an unspecified amount of solution. This issue was discovered during patient infusion of fentanyl. A baxter sigma spectrum pump was in use at the time of the event. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.